Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) and turbine assembly for evaluation. The suspect main pcba was installed on a known good unit and power in service mode. After performing transducer calibration testing, it was determined the root-cause to be a pressure transducer within the assembly. The suspect turbine assembly was then staged for investigation. Upon power-up, the unit displayed vent inop (inoperable). It was determined the root-cause was isolated to a corrupted turbine interface pcba. These issues will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit is giving high volumes. At this time, it is unknown when the issue occurred. At this time, it is unknown if there was any patient involvement associated with the event.